Event description:
The user was reimplanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field in situ measurements show fluctuating impedance and up to three channels with hi status likely caused by physiological changes inside the cochlea. This is a final report.

Event description:
The user was re-implanted.